Event description:
During cesarean section delivery, a small foreign object was found inside the abdomen. Upon examination it was determined to be a component of an inzii retrieval system instrument. This patient had surgery approximately two years ago for an ovarian cystectomy. It appears this part became separated from the instrument during the first surgery and was left behind. The patient was unaware of the piece and had no adverse effect from the part. A review of the operative notes from the first case did not show anything unusual. The part is a blue tinted plastic cylindrical piece about 9mm in diameter and 13mm long. This 'bead' part goes around the draw string and is attached to the retrieval bag. It appears the bag was cut off with scissors. Apparently there are times the specimen is too large to fit through the port and they will cut it into smaller pieces to bring them out. If the bag is cut off, it is possible for this piece to come loose from the rest of the instrument. It may not be obvious to the users that this piece is missing. We have photos of the piece and the same part from a new instrument.